Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to damaged. The set with the cap attached, was pressure tested underwater with leak noted from a split in the cap with sleeve in opened position. During visual inspection it was noted that the cap showed a split when hand tightened to dark blue connector. The set was tested underwater at 8 psi with no leak noted when cap was removed and sleeve was in closed position. The complaint was confirmed in the lab for damaged minicap. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the minicap broke during connection. There is no patient involvement.